Event description:
Patient reported obtaining back-to-back blood glucose results of 303 mg/dl, 179 mg/dl, 180 mg/dl, 112 mg/dl, 337 mg/dl, 256 mg/dl, and 256 mg/dl, while using the suspect device. Patient indicated that no action was taken based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.